Event description:
It was reported that the customer's pump was run over by a car. Customer's blood glucose level was 8 mmol/l. Pump was scratched and had different colors on the screen. Customer was unable to see anything on the screen. Customer was unsure how the pump fell. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection. Cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.